Event description:
It was reported that after exercise the user experienced a low blood glucose reading of 56 mg/dl while using the ilet with a freestyle libre 3 plus sensor, treated it with oral carbohydrate (toast and popcorn), and a subsequent fingerstick measured 99 mg/dl and the glucose returned to range. Symptoms included hypoglycemia without reported clinical signs or conditions. Outcomes included no health consequences or impact. Troubleshooting and education were provided, and no alerts or alarms were reported. Investigation included a review of the event details and use of oral glucose to resolve the episode. Investigation of this case revealed no device malfunction or component issue, and no unexpected medical intervention beyond self-administered carbohydrates was required. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.